Manufacturer narrative:
A steris technician inspected the sterilizer, found the door heater cable was severed, and observed evidence of electrical arcing on the door. The technician replaced the door heater cable placing it in a position to prevent it from rubbing against the door frame. The technician tested the sterilizer and placed it back into service; no further issues have been reported with the equipment.

Event description:
The user facility reported that when a hospital operator was preparing to load the sterilizer, she observed a spark coming from the door, felt a small shock when the door handle was touched, and observed that the control panel display went blank. The user facility reported the operator is fine and has no sustaining injuries.